Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 would not shut off. Account set the defective device aside and opened a new kit to complete the case. Procedure delay only took the time to open new device. No known injury.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Specific actions for the reported mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000297028 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there may be a relation between the batch manufacturing process ((B)(4)) and the reported failure, however the device was not confirmed and the relation cannot be confirmed and there is no relation between the (B)(4) and the reported failure.